Event description:
The customer reported that insulin pump alarmed. The blood glucose reading was 143mg/dl. Troubleshooting was performed. The customer stated that the drive support cap is protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.